Event description:
It was reported that the patient with this right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The alert was related to high pacing impedances out of range in this right ventricular (rv) lead. The patient was referred to contact their clinic regarding the red call doctor icon. The patient was in the clinic as an infection was suspected. There is no information if the infection is related to the system. At this time, this rv lead remains in service and there was no adverse patient effects reported. Additional information was received which indicated that, the patient had a follow-up at the clinic, and it was suspected, that the high impedance was cause by a high fibrosis or calcification that developed over time. There was no sign of noise, either on events or observable during the patient manoeuvring, and all other electrical parameters were stable. The physician decided to leave the device programmed as it was previously and keep monitoring via remote; the insertion of a new lead will be evaluated in the future. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The alert was related to high pacing impedances out of range in this right ventricular (rv) lead. The patient was referred to contact their clinic regarding the red call doctor icon. The patient was in the clinic as an infection was suspected. There is no information if the infection is related to the system. At this time, this rv lead remains in service and there was no adverse patient effects reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The alert was related to high pacing impedances out of range in this right ventricular (rv) lead. The patient was referred to contact their clinic regarding the red call doctor icon. The patient was in the clinic as an infection was suspected. There is no information if the infection is related to the system. At this time, this rv lead remains in service and there was no adverse patient effects reported. Additional information was received which indicated that, the patient had a follow-up at the clinic, and it was suspected, that the high impedance was cause by a high fibrosis or calcification that developed over time. There was no sign of noise, either on events or observable during the patient manoeuvring, and all other electrical parameters were stable. The physician decided to leave the device programmed as it was previously and keep monitoring via remote; the insertion of a new lead will be evaluated in the future. This rv lead remains in service. No adverse patient effects were reported.